Manufacturer narrative:
(B)(4). Tubing strain relief migrated and punctured and catheter punctured. The band/balloon with 5.5cm of catheter, the injection port with the locking connector, tubing strain relief and 53.6cm of catheter were returned for analysis. The complaint was confirmed, upon visual inspection it was observed one (1) visible cut on the catheter, and that the tubing strain relief component had become displaced. Microscopic analysis on the returned components suggests that the cut on the catheter is the result of manipulation with a sharp instrument, possibly inadvertently damaged during the implantation of the band. With regard to mitigate the strain relief "migration" from the locking connector, a design enhancement has been implemented with the approval of the FDA to glue the strain relief to the locking connector. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. A review of the manufacturing records indicated that all devices were inspected and leak tested prior to release, therefore, it is unlikely that a manufacturing issue contributed to the reported event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported post implant a lap adjustable gastric band procedure, the band was leaking from a small hole along the tubing (about 30cm from the locking connector). In addition, the tubing strain relief component had become displaced. The band was removed and replaced. There were no adverse consequences for the patient.